Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had evidence of pacing inhibition resulting in syncope. A copy of the device¿s memory was submitted for analysis. Boston scientific technical services (ts) noted a drop in impedance measurements along with increased power usage. Ts recommended device replacement. Surgical intervention was performed and the lead was capped.